Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery would be very hot to touch and would not hold a charge while charging. The cable was hot as as well as as the pdm frequently experience communication errors.

Manufacturer narrative:
In the case description, the user mentioned the controller getting hot during charging and the battery being unable to hold a charge. They also mentioned that the controller was having difficulty communicating with pods. The controller was returned with the battery depleted. The controller was plugged in an allowed to charge. No heat was felt from the controller during charging. The controller was able to charge, turn on, and boot up with no issues. Inspection of the log files found no spikes in battery temperature. The battery temperature was found to never exceed the upper limit of 40 degrees c. The controller did not get hot during the investigation. Inspection of the android log files found no issues with battery life. The controller was found to last for 48 hours on a full charge, which is a requirement of the system. During the investigation, the controller was found to communicate with an unused pod with no issues. The pod was able to pair with a cgm tx emulator and transmit egvs to the controller. No communication issues were noted during the investigation. Inspection of the log files found evidence of communication issues between the pod and the controller, though the controller and pod were eventually able to reestablish connection. The exact cause of these communication issues could not be determined. Correction to d(4): sequence number changed from unavailable to 01020000-000026377.